Manufacturer narrative:
A review of the device history record is in-progress. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported that a lung placement occurred. It did not appear to be a lung placement on the screen. The user facility stated that it could be due to "patient anatomy." Additional information received 20-feb-2021 indicated the event was a right lung placement. Patient was not intubated at the time of the incident. The lung placement was confirmed by an abdominal x-ray. No medical intervention was necessary and the patient's current status was "no change." Additional information received 24-feb-2021 from the user facility indicated "this machine has shown the starting point of the stylet in a quadrant when first starting the placement even though the tube and stylet are in the nare."

Manufacturer narrative:
The device history record for unit 1608002 was reviewed and the product was produced according to product specifications. The tracings from the reported incident were reviewed. A potential lung placement was seen 1 minute 53 seconds into tracing due to the tracing curving back upwards (toward the right upper quadrant on the screen) and tracing did not follow usual track of nasogastric placement. Root cause was determined to be incorrect use. All information reasonably known as of 27 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 08 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.